Event description:
Healthcare professional reported "while injecting the wet/dry border of the patient's lips" with juvederm ultra xc, blanching was noticed and the injection discontinued. A vascular event was diagnosed by the healthcare professional. Hyalase was immediately injected "to the area". The healthcare professional noted "venous return" to the area; patient left the office with some bruising of the upper lip.

Manufacturer narrative:
Attempts to follow up with the injecting healthcare professional have been unsuccessful; therefore information such as the device lot number is unavailable at this time. Device labeling: undesireable effects - the patients must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: staining or discolouration of the injection site. Any other undesirable side effects associated with injection of juvederm ultra xc must be reported to the distributor and/or to the MFR. Warnings: do not inject into the blood vessels (intravascular).